Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2021-00106. It was reported the patient had fallen on multiple occasions. Following the falls, x-rays were taken and revealed the patient's right side s1 lead to be fractured. Also, the patient's left side s1 lead was unable to provide effective therapy. As a result, the patient underwent surgical intervention. During the procedure, both of the patient's s1 leads were explanted/replaced and additional leads were implanted at l5 to provide resolution. Note: both of the patient's leads are being reported as fractured because it's unknown which lead was deemed so.